Manufacturer narrative:
Additional information: annex d code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one everest inflation device. It was reported that a manometer issue occurred and there was a problem with the inflation device. It was stated that when passing more than one guide wire, there was difficulty with occlusion of the device, which resulted in excess blood loss, as well as injected contrast. There was concerns that this higher-than-expected blood loss could harm the patient's recovery. No further patient injury was reported.

Manufacturer narrative:
Product analysis summary: analysis of the returned device revealed there was no damage to the device. The needle was at approx. 0atm on return. Water was aspirated into and purged from the device with no evidence of a blockage/occlusion. Using the in-house stopcock, the device was pressurized with water. The gauge needle moved steadily to 20 atm and the device held pressure for a minimum of three minutes (with max 10% loss), meeting specification, and with no evidence of a leak. Upon release of pressure the gauge needle dropped to approx. 0atm. When vacuum was applied, the gauge needle moved into/towards the red ¿vac¿ reading. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.